Event description:
The customer reported the device (ac power module) failed to charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device (ac power module) failed to charge the battery. There was no reported pt involvement. The customer's biomed evaluated the device and confirmed the reported complaint. The ac power module was replaced to resolve the issue. This is a malfunction of the ac power module that caused the device to fail to charge the batteries.